Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer noticed that the battery could have dented the battery cap. As a result the customer tightened the battery cap and the insulin pump turned on. Customer stated that the contacts on the battery cap were damaged. The customer was advised to revert to a backup plan until the replacement battery cap arrived. Customer's blood glucose level was not reported. The customer did not return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.